Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples were returned with an opened box with twenty-nine unopened samples of product code eh7827. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. A manufacturing record evaluation was performed for the finished device lot number , and no non-conformances were identified. Representative samples returned to support the investigation of 7 device issues captured in reports 2210968-2019-80452; 2210968-2019-80453; 2210968-2019-80455; 2210968-2019-80457; 2210968-2019-80460; and 2210968-2019-80465. Analysis results have been included in initial reports for each.

Event description:
It was reported that a patient underwent a lap sigma procedure on (B)(6) 2019 and suture was used. The needle broke during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.